Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side pain and discomfort, bruising and a possible capsular contracture baker grade unknown. Device is implanted.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Bruising: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease flat and white particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side pain and discomfort, bruising. And a possible capsular contracture, baker grade unknown. Healthcare professional, later reported, right side capsular contracture, baker grade iii. The device has been explanted.